Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for being logged out of their app. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the device, model and os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device. The customer was logged out from their libre app on the phone and was unable to navigate through their phone. As a result, the customer was unable to monitor glucose with sensor readings and informed that they had to go to the hospital to have their glucose readings checked. However, it was unclear if further medical treatment was rendered to the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device. The customer was logged out from their libre app on the phone and was unable to navigate through their phone. As a result, the customer was unable to monitor glucose with sensor readings and informed that they had to go to the hospital to have their glucose readings checked. However, it was unclear if further medical treatment was rendered to the customer. There was no report of death or permanent impairment associated with this event.